Event description:
Procedure: tfc ray cage explantation. Reportedly, the pt had a ray cage inserted at an unknown time. The cage was removed in 1997 due to it being "conformfort". Only one cage was inserted by the physician for reasons unknown. Pt current status is unknown.